Event description:
The customer reported that the system shut down without command in the middle of a case. There is no reports of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.